Event description:
Additional information indicates that a 76-year-old female patient with known coronary artery disease underwent elective high-risk coronary artery bypass grafting and received an impella 5.5 via direct aortic placement. The patient required respiratory support, an intra-aortic balloon pump, and more than three vasopressors/inotropes. When attempting to come off cardiopulmonary bypass onto the impella, the chest filled with blood. The physician placed the patient back on bypass and noted a hole in the left ventricle, which required surgical intervention. Additionally, low diastolic flow and separation of aortic and left ventricular waveforms were observed, along with pink urine in the foley catheter. Bedside echocardiography was performed. The physician attempted to reposition the pump without significant changes in flows or waveforms and ultimately opted to leave the impella in its current position.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction]. Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. Additional information has been provided in b1 to accurately reflect [injury/malfunction/death classification]. The cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood (hemolysis): clinical details noted pink urine in foley. The cause of the mechanical interaction with blood was not determined due to insufficient clinical, no product return, and no logs available. Low or blocked pump flow: noted low diastolic flow and separation of ao and lv waveforms. No current alarms noted. Md attempted to reposition pump without much change to flows or waveforms. Impella was left in current position until explant date four days later. The cause of the low or blocked pump flow was not determined due to insufficient clinical details, no product return, and no logs available.

Manufacturer narrative:
The cause of the low or blocked pump flow was not determined due to insufficient clinical details, no product return, and no logs available.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that during attempted come off bypass onto impella, significant bleeding was observed in the chest. The patient was returned to bypass, and a perforation in the left ventricle was identified and repaired. The patient was successfully weaned from bypass onto impella. The procedure was completed, and the patient was transferred to the cardiovascular intensive care unit (cvicu) postoperatively with the impella device in place. The patient outcome is still to be determined as the patient remains on support. Additional information indicates low diastolic flow with separation of aortic and left ventricle waveforms, along with pink urine noted in the foley catheter. No active device alarms were present. A bedside echocardiogram was performed. The physician attempted to reposition the impella pump without significant change in flows or waveforms and opted to leave impella in its current position.